Event description:
Air bubbles. Device history record was reviewed, no event linked to the reported issue was observed. Device was not sent for investigation and the log history was not provided therefore no review could be performed. The device was received at infusystem and its repair was performed by their technical team. Following inspection, the reported event was confirmed. As air in line sensor was replaced, the part was sent to fresenius kabi for investigation. Upon visual check, it was found that the soldering of one of the flexible wires was broken. The broken soldering of the air sensor is most likely due to mishandling of the device (hit or drop). These broken solders would generate air bubble alarms which confirmed the reported event.

Event description:
Air bubbles.